Event description:
(B)(4).

Manufacturer narrative:
Maquet determined that the customer did not use the original powerled handle support provided by the MFR. It was replaced during the installation with a different model, in order to allow compatibility with the sterilisable handles used by this facility. The defective handle support has been replaced by the customer with a new one, assembly verified to be safe, and unit returned to service. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provided product failure investigation, analysis and resolution for the device described in this report.